Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not respond when the button was pressed. The product was returned and investigated for the button issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Reader was observed to be de-cased previously and no issues were observed. Reader did not power on with button depression and strip, or usb cable insertion. Reader was connected to the computer and software was unable to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed on u13 component and surrounding area. A further extended investigation was conducted. Visual inspection has been performed on the returned de-cased reader and burn marks were observed on u13 chip. Data could not be extracted as the reader failed to power on. The returned battery voltage was measured, and result was not within the specific range.the battery was replaced with a known good battery and attempted to power on. The reader did not power on. Hotspots were observed on u2 chip. The burnt u13 and the hotspots u2 chip was determined to be due to customer not using abbott provided usb adapter as the amount of voltage/current that caused the damage to the u13 is not possible with the abbott-provided usb adapters. Reader did not powering on due to this damage. Therefore, the issue is not confirmed to use. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device did not respond when the button was pressed. The product was returned and investigated for the button issue, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.